Event description:
It was reported that the hospital complained about the material of the forceps. It was thought that a more inferior material was used than before. The reprocessing conditions were not changed in the hospital. They have had the same cleaning products for years. The forceps have color changes at the edging of the instrument. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was not performed, the article and lot number do not match. The investigation has shown that, indeed, all three forceps show color changes. Please note though, that two forceps are over ten years old and the other forcep was sold in 2005. Therefore, it can be stated that the discoloration has been caused during repetitive sterilization over the years. Regarding corrosion it can be stated that all materials, including so-called stainless steel are conditionally only rust-resistant. The corrosion resistance is maintained only when the material is stored on a dry and metallic contact-less condition. All metallic contacts on humid or wet condition create electrolytic reactions with contact corrosion as result.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device manufacture date was 10/31/2005.(B)(4)